Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Plaintiff alleges pelvic mesh was implanted in her and allegedly caused infections requiring antibiotics, pelvic and vaginal pain, urinary problems, dyspareunia, vaginal scarring, disfigurement, back pain, and constant vaginal discharge. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
A follow up report will be submitted at the completion of the investigation into this event.